Event description:
It was reported that during a normal follow up appointment, episodes of oversensed noise was noted from the right ventricular (rv) lead. Provocative maneuvers were performed but no noise was seen. Furthermore, there was a discrepancy between the estimated longevity remaining and the observed magnet rate. Boston scientific technical services were contacted and recommended providing additional device data to confirm the depletion rate as well as closer follow ups. It was indicated that the physician scheduled a replacement procedure within a month to replace the device and rv lead. At this time, it is unknown if the rv lead is a boston scientific product and the system remains implanted and in service. The patient was stable with no adverse consequences.